Event description:
Reportable based on analysis complete on (B)(6) 2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon inflation difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm sterling es balloon catheter was advanced to the lesion without resistance. Upon inflation, the balloon would not inflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, return device analysis revealed two pinholes in the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacture: the complaint device was returned for analysis. An examination of the returned device found that when positive pressure was applied with an inflation device filled with water, a stream of water emitted from two pinholes in the balloon < 1 and 1 mm from the proximal edge of the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).